Manufacturer narrative:
Section :a4 and a5: unknown/ asked but not available. Section : e1:surgeon's email address: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's left eye due to unknown reason. There was no patient injury. There was no medical/surgical intervention. No other information is available.